Event description:
Two units of ias-405-1 and 7 units of ias-410-1 were placed on a left lower limb of a burn patient on (B)(6) 2012. The next day, surgeon found purulent discharge, fever an algia; patient presented with shock-like symptoms. All integra sheets have been removed. Staphylococcal was detected as a result of culture.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.